Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing, when the device¿s coagulation button was pushed, the cut mode would activate. There was no patient involvement.

Manufacturer narrative:
Additional information:evaluation summary: one device was received for evaluation. It was reported that when the device¿s coagulation button was pushed, the cut would activate. The reported condition was confirmed. The investigation isolated the failure to the steering relay board, but a root cause was not identified.if information is provided in the future, a supplemental report will be issued.